Event description:
It was reported that pump wake button did not function as expected. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.